Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the rca, the maverick monorail balloon did not hold pressure at 11 atm's on the initial inflation. It was replaced with an unspecified device to complete the procedure. The patient was asymptomatic during this event. An acs bmw guidewire (size unknown) and a 7f wiseguide guide catheter were used, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available.